Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states that the xpo2 will put out oxygen for about a minute and then the unit shuts completely off. Follow up call: spoke with consumer who stated tech came out and looked at the unit and said the problem was they were not charging the unit long enough. There was a small backup portable unit available. Now that they are charging the correct time everything is working fine. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.